Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not see insulin drops exit the infusion set tubing. The customer changed the tubing and reported that no insulin exited the new tubing. Reportedly, the customer changed the cartridge, filled tubing using the second infusion set tubing, and reported that the issue was resolved. Insulin delivery was resumed. The customer's blood glucose level was 224 mg/dl.